Event description:
It was reported through an implant card that a vns patient was re-implanted with vns therapy. The reported explanted devices were explanted due to lead discontinuity and due to loss of function in accordance to the implant card. At the moment good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received communicating that the patient had complained of severe pain around the stimulator aggregate and its proximal cable part due to tissue induration. The physical examination revealed hard scar tissue in the area of the stimulator and its proximal cable. The stimulator testing in the clinic revealed no malfunction. The patient underwent a surgical revision and during revision it was found that the stimulator and the proximal part of the lead were surrounded by very hard scar tissue. Fluid leaks were found as well in the lead and a full system revision was conducted. Both, the lead and the generator were explanted and replaced with new devices. No x-rays were taken prior or after surgery and no trauma or manipulation was reported. The explanted products were not returned to the manufacturer for analysis.